Event description:
Patient underwent total hip arthroplasty (anterior approach)approximately 3 1/2 years ago for arthritis. The patient recently began having some increasing groin discomfort. Workup included serum ion levels, revealing an elevated cobalt ion level as well as an elevated chromium level. The patient did have intraoperative evidence of metallosis impregnated in the synovium as well as some corrosion at the liner/acetabular shell interface. The liner, shell and cup were removed and replaced. Groin pain was gone at two week follow-up visit.